Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was unable to power up their patient programmer. The caller did not have new batteries to perform troubleshooting. Patient stated they would change the batteries and call back to review how to use the patient programmer without the antenna. No patient symptoms were reported. Additional information was received. The patient called back and reported they were seeing poor communication on their patient programmer. They had replaced the programmer batteries, which were depleted. After troubleshooting, the issue was not resolved. Caller stated they had noticed a return of symptoms, every time they ate, they went to the bathroom. Since the patient was not receiving therapy and due to longevity relative to date of implant, the patient was redirected to their healthcare provider to have their ins checked. The patient reported a sudden return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had not been able to use their stimulator and stated they were having problems with their bowels. It was noted that they stopped using it probably (B)(6) months ago as they could not find the programmer, and then found it in the bottom of a suitcase. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that there was poor communication as the programmer would not connect to the implantable neurostimulator (ins). The patient stated that they had lost their programmer antenna 3 months ago so they had not used the remote since. The patient was trying to have an MRI since the programmer was not connecting to the ins (implant check). There were no further complications reported or anticipated.

Manufacturer narrative:
Source of additional information should read the healthcare professional, not the patient as previously reported. Event description was updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that there was poor communication as the programmer would not connect to the implantable neurostimulator (ins). The hcp stated that the patient had lost their programmer antenna 3 months ago so they had not used the remote since. The patient was trying to have an MRI since the programmer was not connecting to the ins (implant check). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient further stated the problem was that she cannot have an MRI done because her stimulator does not work. Patient further stated she was sent a pp antenna but it was still not working and they are thinking that it was the implant that was not working inside of her. Patient stated she cannot get an MRI of the head because she cannot know if the device was turned off if the machine does not work. Patient wanted to know what to do. Patient confirmed she still got the poor communication screen when she changed the pp batteries.